Event description:
The complainant reports that 4 months following the placement and during the removal of the enteral feeding device it was noticed that the tip had become detached. X-ray of the gi tract did not detect the foreign body. Time of detachment could not be determined. The physician felt it may have already been eliminated by normal peristalsis. There were no adverse affects to the pt reported.